Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) ranged from 400-580 mg/dl; cause was not known. Ketone level was large. Infusion set was changed and insulin injection was administered. As the event occurred in the past, recommendation was made for the customer to discuss the event with a healthcare provider.